Event description:
It was reported that during a da vinci-assisted surgical procedure, the doctor reported having had less precision when executing the closure of the instrument's jaw. Upon visual inspection with the scope, it is noticed that the pulley was cut. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause an RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Manufacturer narrative:
Corrected data: b1, b2, h1, annex codes: e, f, g, and b. Additional information: the event occurred during a da vinci-assisted right hemicolectomy procedure. A fragment from the fenestrated bipolar forceps (fbf) instrument fell inside the patient and was retrieved in the same surgical procedure. The procedure was completed robotically using a backup fbf instrument. An image provided by the customer appears to show a fbf instrument with a broken grip cable.

Event description:
Refer to h11 for follow-up information.